Event description:
Senseonics was made aware of an incident where the patient was hospitalized for three weeks. The patient did not want to be contacted during their hospital stay. The patient did not provide any further information.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
Patient reported that they were hospitalized. The patient didn't provide information about the reason they were hospitalized. No date of hospitalization was provided either. The event was not related to the sensor insertion or removal. The event was also not related to diabetes. The patient didn't mention if they received treatment at the hospital. No additional information was available for this incident. Based on the information that the incident was not related to diabetes or sensor insertion/removal, this event is determined to be a non-reportable incident. B4. Date of this report: 31 august 2025. G3. Date received by the manufacturer? 31 august 2025. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.